Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment for thoracic descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The initial aneurysm diameter was 45.4 x 49.6 mm. The patient tolerated the procedure. During a follow-up examination, aneurysm enlargement was found. Additionally, new aneurysm formation was noted outside the initial treatment area. No obvious type I endoleak was shown. The proximal and distal aortic necks were also enlarged and they became larger than the device diameter. Therefore, an additional treatment was indicated. On (B)(6) 2024, a reintervention was performed. At that time, the aneurysm diameter was 59.3 x 61.7 mm. Two additional ctag acs were implanted to proximal and distal the previous device. During the procedure, motor evoked potential (mep) monitoring value decreased for approximately 30% when the proximal ctag ac was deployed. However, upon patient¿s wake-up, he had no symptoms and was able to move his legs. The patient tolerated the procedure. The reporting physician commented as follows: the aneurysm enlargement occurred probably due to proximal or distal type I endoleak.

Manufacturer narrative:
H6: code e2121 was added. Code a24 was corrected to a0101. Codes c21 and d16 were updated to c19, and d12 and d15, respectively to reflect the investigation results. H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: cpde d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).